Manufacturer narrative:
(B)(4). Additional manufacturer narrative - the explanted device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately ten(10) years, eleven(11) months, ten(10) days was explanted due to stenosis secondary to calfication and predominantly fibrotic and immobile leaflets. The explanted device was replaced with a 25mm bioprosthetic aortic valve. The patient also underwent repair of the mitral valve with use of an edwards annuloplasty ring. The patient is noted to have tolerated the procedure well and was subsequently discharged. Access to device was denied.